Manufacturer narrative:
The pod was received with the cannula deployed. The download data showed that the device ran 56 pulses and was deactivated after completion of the second priming sequence. No defects or deficiencies were found that would result in a failure of the device to deliver insulin. No issues were found that would result in a needle mechanism failure. It could not be determined when the needle deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.